Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating the sleeve during a laparoscopic sleeve resection, the handle worked only on four reloads, after that the handle would not be squeezed. Another device was used to complete the case. There was no patient injury.